Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent a4 - weight: 164.4 lb.

Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred. On (B)(6) 2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On (B)(6) 2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent. A4 - weight: 164.4 lb. B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred. On (B)(6) 2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On (B)(6) 2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6) 2025. It was further reported that right superficial femoral artery occlusive disease with rest pain occurred.

Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent. A4 - weight: 164.4 lb. B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred. On (B)(6) 2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On 16-oct-2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6) 2025. It was further reported that right superficial femoral artery occlusive disease with rest pain occurred. It was further reported that the location of the intervention was on the right distal and mid femoral artery and proximal popliteal artery.

Event description:
It was reported that revision of common femoral artery to popliteal artery bypass occurred.on (B)(6)2024, two 6.0 x 150mm, 150cm ranger were selected for use as part of the clinical study. On (B)(6)-2025, it was noted that a revision of common femoral artery to popliteal artery bypass occurred which resulted in prolonged hospitalization. The patient was discharged from the hospital on (B)(6)2025.it was further reported that right superficial femoral artery occlusive disease with rest pain occurred.it was further reported that the location of the intervention was on the right distal and mid femoral artery and proximal popliteal artery.

Manufacturer narrative:
A2 - age at time of event: 71 years old at the time of consent.a4 - weight: 164.4 lb.investigation results:labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review:a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.